Event description:
Information received from the field notes that the patient presented to the hospital with low blood pressure and not feeling well. An ECG observed a pacing rate of 170 ppm. Attempts to interrogate and reprogram the device were initially unsuccessful. After several more attempts to interrogate, telemetry was established but reprogramming was still not possible as there were dashes (---) for some parameters. Subsequently, the device was replaced.